Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device had a less than 0.5 years remaining longevity. When the autocapture was programmed off and programmed to fixed at 2.8 voltage, the longevity went to one year remaining longevity. No resolution reached as of the moment as there was no additional information received. To date, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information obtained from the field which indicated that this device was explanted. No additional adverse patient effects were reported.